Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use and wear was present on the catheter surface. The catheter length extended up to the 50 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 7 cm depth marker. Microscopic observation revealed a circumferential split near the 7 cm depth mark. The split was observed to be rough and granular. The split edges had a matte discoloration. One of the split corners fractured into a ¿y¿ shape. Additional kink locations were observed at the 9.5 and 11.5 cm depth markers. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recu0212 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by staff, leaking from this device when patient presented for chemotherapy treatment and dressing change was completed. Line was flushed as per procedure and leak noted above 7cm external mark on catheter. Dressing not noted to be wet initially. Inserted r) brachial site on 5/7/19, catheter mark at skin was 12cm. Line has been decontaminated as per attached advice. PICC leaking on flushing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu0212 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by staff, leaking from this device when patient presented for chemotherapy treatment and dressing change was completed. Line was flushed as per procedure and leak noted above 7cm external mark on catheter. Dressing not noted to be wet initially. Inserted r) brachial site on (B)(6) 2019, catheter mark at skin was 12cm. Line has been decontaminated as per attached advice. PICC leaking on flushing